Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the 3ccd camera head presented a pink image. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter. See updated section b5.

Event description:
Additional information was received from the reporter. The issue occurred before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed and no manufacturing date was available since the device was manufactured over 15 years ago. Since the subject device was not sent to the repair department, we were not able to determine the cause of this phenomenon. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.